Event description:
It was reported by the patient that the patient¿s blood glucose levels rose to 256¿mg/dl while wearing the pod for approximately 1 to 4 hours. Reportedly, the pink slide did not move forward when the pod was activated, despite needle deployment and cannula insertion at the infusion site (leg); this indicates a needle mechanism failure.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.a166usqs6czb6 hardware: sm-a166u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed. The data shows the device completed 1260 pulses and underwent typical user-device interaction. The needle mechanism was reset and redeployed and no issues were observed. The patient history buffer (phb) data was reviewed, and the algorithm was observed to appropriately adjust to estimated glucose values (egvs) and user inputs. No damages or defects were observed that would contribute to the reported needle mechanism failure or a failure to deliver insulin. The device was found to operate as intended.